Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose levels 489 mg/dl. Customer¿s current blood glucose level was 99 mg/dl. Customer had symptoms such as vomiting. Customer was treated with insulin pump. Drive support cap was normal. Customer stated that there was no air bubble or leak. Customer was alleging insulin pump for under delivering because customer gave bolus and blood glucose did not come down. The insulin pump will be return for analysis.

Manufacturer narrative:
Insulin pump received with intermittent button response due to flattened dome switch on act button. Connector was inspected and locked on lcd board. No button error alarm during testing. Insulin pump passed displacement test, self test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self test and unexpected restart error test. No bolus anomaly noted during testing. Pump passed the delivery accuracy test at 0.08730 inches. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report.